Event description:
The customer reported that they had an erroneous result for one patient sample tested for carcinoembryonic antigen (cea). The sample initially resulted as <0.2 ng/ml and this value was reported outside of the laboratory. The physician did not believe the result, so the sample was repeated on a different e170 analyzer. The sample was repeated three times and resulted with values of 6.54 ng/ml, 6.69 ng/ml, and 6.72 ng/ml. The third value of 6.72 ng/ml was believed to be correct and a corrected report was issued. The patient was not adversely affected by the event. The cea reagent lot number was 16845102 with an expiration date of 09/30/2013. The field service representative determined that there was a clot in the sample. He communicated this to the customer. He observed the analyzer was performing correctly per specifications. All system checks were successful. The customer ran quality controls and all were ok. He ran performance testing and precision. The field application specialist determined that the issue was possibly caused by sample integrity. The customer will now repeat all samples which have cea values <0.2. The field application specialist ran a sample precision and all results were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. It is assumed that there was a sample quality related issue due to a clot present in the sample. It was confirmed that the instrument is working within specifications. No adverse event was reported.